Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at 9:00 a.m. On 1st december, a female patient in the otorhinolaryngology department placed a foley catheter in order to perform op. There were no apparent problems during the pre-test. Postoperatively, while being managed in the ward, urinary catheterization was performed without any problems. There was little urine output, but there was no particular problem. The next day, december 2nd, at 5:00 a.m., when tried to remove the water, but the catheter was not able to be removed because there was a lot of resistance. The nurse gave a xylocaine, etc. On behalf of the doctor. Then, removed it while using it. There was some blood in the urine, but there was no problem now. No medical intervention was reported. Per sample evaluation received on 18mar2024, it was found that the foley catheter was knotted upon sample receipt that was found during sample evaluation. Per additional information received on 26mar2024, it was reported that the catheter was removed, a knot was found on the catheter. The knot was presumed to have originated in the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at 9:00 a.m. On 1st december, a female patient in the otorhinolaryngology department placed a foley catheter in order to perform op. There were no apparent problems during the pre-test. Postoperatively, while being managed in the ward, urinary catheterization was performed without any problems. There was little urine output, but there was no particular problem. The next day, (B)(6) at 5:00 a.m., when tried to remove the water, but the catheter was not able to be removed because there was a lot of resistance. The nurse gave a xylocaine, etc. On behalf of the doctor. Then, removed it while using it. There was some blood in the urine, but there was no problem now. No medical intervention was reported. Per sample evaluation received on 18mar2024, it was found that the foley catheter was knotted upon sample receipt that was found during sample evaluation. Per additional information received on 26mar2024, it was reported that the catheter was removed, a knot was found on the catheter. The knot was presumed to have originated in the bladder.